Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that the insulin had buttons that was harder and need to press more than once. Customer¿s blood glucose level was unknown. Insulin pump got slow during rewind and received failed battery test alarm. Insulin pump had cracks and battery cap strip. The insulin pump will not be returned for analysis.